Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-01059 and 2134265-2015-01060. It was reported that automatic pullback failure occurred. The ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter intended to visualize the unspecified lesion. During the procedure, motordrive unit 5(mdu5) will not pullback. It was confirmed that the mdu5 makes a grinding noise with no error code reported. The procedure was completed with the same device and no patient complications were reported.